Manufacturer narrative:
H6: codes were updated. One device was returned for investigation. Customer reported problem: it was reported that the pump experienced downstream occlusion during infusion. Visual and functional testing was performed. Review of event log found no relevant information. Review of service history found no service within the last 12 months. The probable cause of the reported problem unknown. All functional test of the device passed

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.

Event description:
It was reported that the pump experienced downstream occlusion during the patient's infusion. No patient harm or adverse event was reported.